Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported door not fully latched alarms, caused by backed out mechanism screws. This resulted in the force required to close the door being higher than expected. The screws were replaced.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.